Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom), the device powered up normally. The device was run on the automated test console and all tests passed. The log was also reviewed. The log had repeating entries. The eeprom can be corrupted if the device suddenly powers off while the microprocessor is writing new values to the eeprom. Conclusion: corrupt eeprom.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error at power up and attributed it to the main printed circuit board being out of specification in an electrical manner. Analysis further noted that the display frame was contaminated, two case screws were corroded on the head and one was rusted inside the screw head, the lower case was contaminated in two screw holes and it needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator generated an error code. The generator was returned for service. There was no patient involvement.